Manufacturer narrative:
(B)(4). The patient experienced peritonitis in (B)(6) 2014. A batch review of potentially associated lot numbers h13k02041, h13j18122, and h13j18122 will be performed. If there is any further relevant information, a supplemental medwatch will be reported. This is the same patient as (B)(4).

Event description:
It was reported a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. It was reported that the patient was hospitalized for the event. Treatment was not reported. It was reported that the patient was discharged from the hospital. Dianeal and extraneal therapies were withdrawn. At the time of the report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number(s) h13k02041, h13j18122, and h13j18122 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.